Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted very short, tethered, and frail posterior leaflet. The first clip was successfully deployed in the lateral aspect of the a2/p2. Then a second clip delivery system (cds) was advanced to the mitral valve; however, when attempting independent grasping of the anterior leaflet to posterior leaflet, a leaflet injury was observed on the anterior leaflet. The clip did not fully grasp the anterior leaflet. Therefore, the clip was re-positioned more medial and the clip fully grasped both leaflets. However, the tissue damage could not be treated due to its location; a third clip would not be able to properly be placed. Although mr did not significantly reduce, the pulmonary vein flow in 1 vein improved from reversal to forward flow. The patient will be medically managed and continue to be monitored. Two clips were implanted, reducing mr to 4. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported difficult leaflet grasping was due to challenging anatomy (very short, tethered, and frail posterior leaflet). The reported unspecified tissue injury was due to procedural conditions as injury to the anterior leaflet occurred during grasping. The patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.